Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it is possible that that severe annular calcification caused or contributed to the first xt valve moderate pvl. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, the 26mm sapien xt valve had moderate paravalvular leak (pvl) post deployment and a second valve was implanted. The sapien xt valve was deployed with 1 ml more than nominal volume. The valve landed in a 50:50 aortic/ventricular (a/v) position with moderate paravalvular leak (pvl). Post dilatation was performed with 3 ml more than nominal volume and resulted in moderate pvl remaining at 9 to 12 o¿clock and 3 o¿clock. After discussion, it was decided to do perform valve-in-valve procedure and deploy another valve more ventricular for stable anchoring of the first valve. A second 26 mm sapien xt valve was prepared with 2 ml more than nominal volume. The second xt valve was initially placed in a more ventricular position, but eventually landed almost in the same position as the first valve because the balloon moved into the aorta during deployment. Post deployment of the second valve, the pvl was reported as mild. Per the report, the native annular diameter measured 22.3 mm by tte with severe valve calcification and moderate aortic root calcification. The diameter of left ventricular outflow tract (lvot) measured approximately 26 mm.